Event description:
Note: the date of the event is unknown. On april 11, 2008, it was reported to boston scientific that a radial jaw 4 biopsy forceps device tore the tissue instead of cutting the tissue (patient age, gender and weight unknown). There was bleeding; however, it did not require intervention as the bleeding resolved on it's own. The procedure was completed with the same radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination and functional evaluation of the returned product revealed the device performed as intended. The reported malfunction could not be confirmed. A review of the device history record for the pertinent lot was reviewed; no anomalies were noted.